Manufacturer narrative:
(B)(4). The device was not returned to physio-control. A third-party service agent performed an initial evaluation of the device and verified the reported issue. Physio continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Device not evaluated by manufacturer.

Event description:
The third-party service agent contacted physio-control to report that their customer's device gave an "abnormal energy delivery" message during testing. Upon initial evaluation of the customer's device, the third-party service agent observed several service codes had been logged and the therapy pcb assembly had been damaged. In this state, proper defibrillation therapy may not be provided, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
The customer rejected the repair of their device and agreed to physio-control performing further root cause analysis and subsequently scrapping the device. Physio-control evaluated the customer's device and verified the reported issue. During inspection of the therapy pcb assembly, electrical damage due to electrical overstress was observed to diodes, designator cr21, cr22, cr43 and cr44, as well h-bridge, designator cr30. Additionally, it was observed that the therapy pcb assembly was torn apart in areas around the high voltage capacitor. The cause of the reported issue was determined to be due to electrical overstress to multiple components on the therapy pcb assembly.

Event description:
The third-party service agent contacted physio-control to report that their customer's device gave an "abnormal energy delivery" message during testing. Upon initial evaluation of the customer's device, the third-party service agent observed several service codes had been logged and the therapy pcb assembly had been damaged. In this state, proper defibrillation therapy may not be provided, if needed. There was no patient use associated with the reported event.